Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter, translated from portuguese to english: "intravenous catheter with failure in the device for needle retraction."

Manufacturer narrative:
H.6. Investigation: the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter, translated from portuguese to english: "intravenous catheter with failure in the device for needle retraction."